Event description:
Information was received that a smiths medical pneupac ventilators parapac plus is giving high pressure alarm. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one pneupac ventilators (parapac plus) was returned for investigation in used condition. Visual inspection revealed that relief alarm knob end cap was missing. The device was otherwise intact. To evaluate the reported product problem, the investigator set the variable relief valve (vrv) to relieve at a pressure of 20 cm of h2o. The device only ran to a pressure of 10 cm h2o before the high pressure alarm was activated. The investigator noted that this problem was caused by a faulty vrv that was relieving at a pressure that was too low. The problem source of the reported product problem was unknown. A root cause was not established. The faulty vrv was replaced. The investigator also tightened the input block to chassis that was loose, replaced the front panel that was bent, replaced the supply outlet, replaced the small x3 knob that was cracked, upgraded the variable restrictor to the most current version, and calibrated the device. The device passed all functional testing following these repairs.

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus was giving high pressure alarm. No adverse effects were reported. It was further reported that the product problem was observed on (B)(6) 2020. The setting on the ventilator were unknown. The report stated that the ventilator produced a high pressure alarm. There was no patient involvement with respect to this incident.